Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is noise on this lead. Noise can be seen on hmsc recordings on the atrial and ff channel. A full lead evaluation including postural and isometric testing was recommended. Lead remains implanted, no adverse events reported. Should additional information become available, it will be added to this file.